Manufacturer narrative:
It is unknown if a sample is available for evaluation. If additional information becomes available, a supplemental report will be submitted. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
A user facility medwatch report was received that stated: "this facility has multiple incidents of the ICU medical 0.2 micron filter tubing containing chemo, agent found to be leaking, four(4) events over a total of two months are reported here." The event occurred on an unknown date that began in (B)(6) 2019. There was patient involvement, but no harm reported. This report captures the first of four events.